Event description:
A large compression paddle was in place on unit with a large bucky cassette. In positioning the pt on the unit, the compression paddle allegedly free fell from its uppermost position on to the pt's breast, allegedly pinching the pt's breast nipple between the bucky device and the compression paddle reportedly causing a blood blister and bleeding at nipple.